Manufacturer narrative:
Brand name - the correct brand name is cyclesure bio indicator. Catalog number - the correct catalog number is 14324_97. Lot number - the correct lot number is 16816090. Expiration date - the correct expiration date is 05/31/2017. (B)(4) suspect positive bi. Load not recalled. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue.

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100nx duo cycle. The affected load was released. A urology flex scope was used on a patient. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), visual analysis and retains analysis. Trending analysis by lot number was reviewed from 06/16/2016 to 09/20/2016 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The single cyclesure® 24 bi was not returned for visual inspection. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. The customer did not respond to attempts to receive additional information, and the complaint product was not available for evaluation. Therefore, there is insufficient information to determine an assignable cause. Should additional information be received at a later date, the complaint will be reopened the issue will continue to be tracked and trended.